Manufacturer narrative:
Inspected one opened and used sensor and performed continuity resistance test. Sensor passed per specification. Also, performed bicarbonate buffer test. Sensor passed per specifications with accurate readings. See attached file for details.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a sensor anomaly. The customer¿s blood glucose level was 148 mg/dl at the time of the incident. The customer reported that the sensor was warming up and then drop out and go back in. The customer stated that they had removed the sensor and stated that it was all the way in her body. The customer was advised to remove and change out the sensor. The customer was advised to check for bent or retracted sensor. Customer reported that sensor cannula could not be seen. Customer was advised that sensor would be replaced and customer agreed to return sensor.